Event description:
After removing duodenal polyp, md attempted to deploy a hemostatic clip (boston scientific 360 clip, lot #24544661). Upon attempted deployment, clip failed to release from sheath. At the proximal end (end rn holds) a wire from the sheath became exposed and a plastic portion of the handle broke. The sheath with attached clip had to be pulled from the defect. Subsequently, a different brand of clip was placed to close the defect. FDA safety report ID# (B)(4).